Event description:
Boston scientific received information that patient with implantable cardioverter defibrillator (ICD) was in the hospital for chest pain in which electro cardiogram printed out suspects a device malfunction. An attempt to obtain additional information was not successful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.